Manufacturer narrative:
Additional information was obtained by the MFR concerning the reported condition. The suture did not break however, the knot became undone. As a result, data was corrected in b5.

Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke and the wound dehisced. Also a graunloma was observed. The surgeon used another suture to correct the condition. The hosp has reported no pt injury occurred.